Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws wouldn't release the tissue despite the surgeon's efforts on the console. The technician had to manually unlock the instrument and release it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.